Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'pump turns on when door is touched' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper aux latch switch was not being engaged so device was registering door as being open. The upper auxiliary latch switch requires readjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to recognize close door as it turns on when door is touched. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h11: during evaluation it was identified that the device was falsely registering that the door was open when it was closed. This was due to the upper auxiliary latch switch not being engaged. This malfunction would not lead to a death or serious injury if it were to recur since it would only result in a delay in therapy. Should additional relevant information become available, a supplemental report will be submitted.